Event description:
It was stated that the insulin pump was exposed to an MRI. It was also stated that the customer experienced low blood glucose levels after the MRI. After the low blood glucose levels, it was stated that the customer experienced high blood glucose levels, which the customer was hospitalized for. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.